Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) lost consciousness while at home for approximately 2-3 minutes. The patient had no pre-syncopal symptoms. Upon arrival to the hospital, the patient had borderline low potassium of 3.6 with complaints of intermittent diarrhea for approximately one month. The patient reported missing one of her beta blocker medications and also noted more frequent palpitations with activity. The device was interrogated, which revealed a ventricular fibrillation (vf) episode with a treated shock. Engineering reviewed treated episode 001 and noted the time to therapy extended beyond 52.7 seconds. The onset showed the patient in vf. Engineering reviewed the episode and noted noise at the onset, which may have caused the 4 r-r averages to get stuck at a lower rate and then eventually get to tachy detection. The noise was followed by very fine vf (18-24 seconds), and then additional noise artifact was detected. Engineering noted there was some very fine vf sections and discussed lowering the tachy detect zone to 180 or 190 bpm. According to the field representative, no changes were made to the system. The patient was discharged from the hospital and will be seen again for a device check and to try and reproduce noise in (B)(6) 2016.